Event description:
During a breast biopsy procedure the probe initialized and when the device was placed in sample mode the cutter would not move forward. The procedure was completed with another probe. The device was returned for evaluation.